Manufacturer narrative:
Patient identifier unknown / not provided (B)(4). Age and date of birth unknown / not provided. Sex unknown / not provided. Weight unknown / not provided. Device product code unknown. Catalog and lot number unknown / not provided. PMA/510(k) number unknown.

Event description:
It was reported that the unknown biomet 3i abutment screw fractured; the patient presented to medical office with crown fallen out.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is heavily worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change "no" to "yes".